Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient experienced respiratory insufficiency after a superdimension enb procedure with fiducial markers. The patient reintubated in or, extubated in pacu and was admitted hospitalized for observation. If additional information is obtained a follow-up report will be submitted.